Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received massage that it was not functioning. The customer¿s blood glucose level was 137 mg/dl. The insulin pump was in water but it was not submerged in water. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify e or a alarm unspecified due to critical pump error (open book image) alarm.